Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource getting hot and shutting off is damage to the mirror caused by rough handling/environmental damage. However, a definite root cause cannot be identified as the device was not returned. If additional relevant information becomes available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was getting hot and shutting off during use. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.